Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 41%, donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, returned meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 3.0 inr . The maximum difference between measurements with the same blood sample was 0% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The specific date of the event was not known and (B)(6) 2019 is an approximation. The strip lot numbers involved were 29415112 and 36143711. It was unknown which results were generated with which strip lot. Refer to the medwatch with patient identifier (B)(6) for strip lot 29415112. The meter results was 2.9 inr and then 8 inr. Using a new vial of test strips, the results were 7.9 inr and 8 inr. There was no allegation of an adverse event. The therapeutic range was provided as "+/-3.5" and 3-4 inr.